Event description:
It was reported the patient had major mediastinal bleeding. More than 4 units to less than 8 units of red cell concentrates (rcc) was transfused. No drug therapy was performed. There was no anticoagulant therapy at time of the event. The clinical values showed: international normalized ratio (inr) was 1.7, activated partial thromboplastin time (aptt) was 38 seconds, and platelet thrombocyte count (plt) 8.2 x 10000/¿l. The cause of bleeding was related to the implant procedure. The causal relationship with the device was probably related.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be determined. The patient remains ongoing on vad support. The relevant sections of the device history records for mlp-017183 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (japan) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.